Event description:
The customer reported to olympus, the gastrointestinal videoscope had no air/water flow and that the air channel was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a clogged nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found peeled labels that needed replacement, a slow leak at the biopsy channel, a deeply dented and scratched plastic distal end cover, a tear and scrape marks inside the biopsy channel, a chipped and peeled adhesive on the objective lens and light guide lens, a cracked bending section cover glue, a deep scratch on the insertion tube, an open grip and scope cover on the control body, a dry and torn light guide fiber bundle, and a dented and scratched scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, but not disinfected, and not sterilized before it was returned to olympus due to an error. There was no delay in the start of precleaning. No concerns about reprocessing. Olympus will continue to monitor field performance for this device.